Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), uterine prolapse ('pelvic organ prolapse') and endometrial ablation ('ablation') in a (B)(6) year-old female patient who had essure (batch no. 809007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: (B)(6) 2018-surgical pathology final report diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix· no significant histopathologic abnormality. ]endometrium· focal residual inactive endometrium in a background of scarred endometrial bed suggestive of prior ablation. ] myometrium· focal superficial adenomyosis and leiomyoma with sclerosis and calcification. ]serosa· no significant histopathologic abnormality. ] fallopian tubes· cystic walthard nests, bilateral, and paratubal cyst adjacent to right fallopian tube. ]essure coils present within both fallopian tubes. Concurrent conditions included pre-menstrual tension syndrome, malaise, fatigue, libido decreased, dysfunctional uterine bleeding, uterine prolapse, constipation, pelvic pain, adenomyosis, leiomyoma nos, paratubal cyst, nabothian cyst, cystocele and enterocele. Concomitant products included adapalene, ethinylestradiol; ferrous fumarate; norethisterone acetate (estrostep fe) and spironolactone. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine prolapse (seriousness criterion medically significant), dyspareunia ("pain with intercourse"), ovarian cyst ("ovarian cysts") and adnexa uteri pain ("ovarian pain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy and vaginal vault suspension\colporrhaphy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, uterine prolapse, endometrial ablation, dyspareunia, ovarian cyst and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, dyspareunia, endometrial ablation, medical device removal, ovarian cyst and uterine prolapse to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011 insertion details-r tubal ostia-4 coils and l tubal ostia-3 coils were visualized. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: uterine prolapse,endometrial ablation, dyspareunia, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-may-2019: pfs+mr received- lot number were added. New events ablation, ovarian cysts, ovarian pain, pain with intercourse, were added. Event injury were updated to medical device removal. New reporters, patient information, medical history, lab data, concomitant and treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)'), uterine prolapse ('pelvic organ prolapse') and endometrial ablation ('ablation') in a 49-year-old female patient who had essure (batch no. 809007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pre-menstrual tension syndrome, malaise, fatigue, libido decreased, dysfunctional uterine bleeding, uterine prolapse, constipation, pelvic pain female, adenomyosis, leiomyoma nos, paratubal cyst, nabothian cyst, cystocele and enterocele. Concomitant products included adapalene, ethinylestradiol;ferrous fumarate;norethisterone acetate (estrostep fe) and spironolactone. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient underwent endometrial ablation (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced intestinal prolapse ("intestinal prolapse"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant), dyspareunia ("pain with intercourse"), ovarian cyst ("ovarian cysts"), adnexa uteri pain ("ovarian pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy and total laparoscopic hysterectomy/vaginal vault suspension\colporrhapy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, uterine prolapse, endometrial ablation, dyspareunia, ovarian cyst, adnexa uteri pain, vaginal haemorrhage, menorrhagia and intestinal prolapse outcome was unknown. The reporter considered adnexa uteri pain, dyspareunia, endometrial ablation, genital haemorrhage, intestinal prolapse, menorrhagia, ovarian cyst, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011 insertion details-r tubal ostia-4 coils and l tubal ostia-3 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: surgical pathology final report - diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix· no significant histopathologic abnormality. Endometrium· focal residual inactive endometrium in a background of scarred endometrial bed suggestive of prior ablation. Myometrium· focal superficial adenomyosis and leiomyoma with sclerosis and calcification. Serosa· no significant histopathologic abnormality. Fallopian tubes· cystic walthard nests, bilateral, and paratubal cyst adjacent to right fallopian tube. Essure coils present within both fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine prolapse, endometrial ablation, dyspareunia, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: pfs received. New events added: abnormal bleeding(vaginal), menorrhagia, intestinal prolapse. Previously added event medical device removal was replaced to abnormal bleeding (general). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)'), uterine prolapse ('pelvic organ prolapse') and endometrial ablation ('ablation') in a 49-year-old female patient who had essure (batch no. 809007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pre-menstrual tension syndrome, malaise, fatigue, libido decreased, dysfunctional uterine bleeding, uterine prolapse, constipation, pelvic pain female, adenomyosis, leiomyoma nos, paratubal cyst, nabothian cyst, cystocele and enterocele. Concomitant products included adapalene, ethinylestradiol;ferrous fumarate;norethisterone acetate (estrostep fe) and spironolactone. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient underwent endometrial ablation (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced intestinal prolapse ("intestinal prolapse"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant), dyspareunia ("pain with intercourse"), ovarian cyst ("ovarian cysts"), adnexa uteri pain ("ovarian pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy and total laparoscopic hysterectomy/vaginal vault suspension\colporrhapy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, uterine prolapse, endometrial ablation, dyspareunia, ovarian cyst, adnexa uteri pain, vaginal haemorrhage, menorrhagia and intestinal prolapse outcome was unknown. The reporter considered adnexa uteri pain, dyspareunia, endometrial ablation, genital haemorrhage, intestinal prolapse, menorrhagia, ovarian cyst, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011 insertion details-r tubal ostia-4 coils and l tubal ostia-3 coils were visualized. Date of insertion:(B)(6) 2011(as per pif) she underwent more than one essure related surgery (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: surgical pathology final report - diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: - cervix· no significant histopathologic abnormality. -endometrium· focal residual inactive endometrium in a background of scarred endometrial bed suggestive of prior ablation. -myometrium· focal superficial adenomyosis and leiomyoma with sclerosis and calcification. -serosa· no significant histopathologic abnormality. -fallopian tubes· cystic walthard nests, bilateral, and paratubal cyst adjacent to right fallopian tube. - essure coils present within both fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine prolapse, endometrial ablation, dyspareunia, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)'), uterine prolapse ('pelvic organ prolapse') and endometrial ablation ('ablation') in a 49-year-old female patient who had essure (batch no. 809007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pre-menstrual tension syndrome, malaise, fatigue, libido decreased, dysfunctional uterine bleeding, uterine prolapse, constipation, pelvic pain female, adenomyosis, leiomyoma nos, paratubal cyst, nabothian cyst, cystocele and enterocele. Concomitant products included adapalene, ethinylestradiol;ferrous fumarate;norethisterone acetate (estrostep fe) and spironolactone. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient underwent endometrial ablation (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced intestinal prolapse ("intestinal prolapse"), 6 years 11 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine prolapse (seriousness criterion medically significant), dyspareunia ("pain with intercourse"), ovarian cyst ("ovarian cysts"), adnexa uteri pain ("ovarian pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy and total laparoscopic hysterectomy/vaginal vault suspension\colporrhapy). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, uterine prolapse, endometrial ablation, dyspareunia, ovarian cyst, adnexa uteri pain, vaginal haemorrhage, menorrhagia and intestinal prolapse outcome was unknown. The reporter considered adnexa uteri pain, dyspareunia, endometrial ablation, genital haemorrhage, intestinal prolapse, menorrhagia, ovarian cyst, uterine prolapse and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2011, (B)(6) 2011 insertion details-r tubal ostia-4 coils and l tubal ostia-3 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: surgical pathology final report - diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix· no significant histopathologic abnormality. Endometrium· focal residual inactive endometrium in a background of scarred endometrial bed suggestive of prior ablation. Myometrium· focal superficial adenomyosis and leiomyoma with sclerosis and calcification. Serosa· no significant histopathologic abnormality. Fallopian tubes· cystic walthard nests, bilateral, and paratubal cyst adjacent to right fallopian tube. Essure coils present within both fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine prolapse, endometrial ablation, dyspareunia, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2020: pfs received. New events added: abnormal bleeding(vaginal), menorrhagia, intestinal prolapse. Previously added event medical device removal was replaced to abnormal bleeding (general). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal'), uterine prolapse ('pelvic organ prolapse') and endometrial ablation ('ablation') in a 49-year-old female patient who had essure (batch no. 809007) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pre-menstrual tension syndrome, malaise, fatigue, libido decreased, dysfunctional uterine bleeding, uterine prolapse, constipation, pelvic pain female, adenomyosis, leiomyoma nos, paratubal cyst, nabothian cyst, cystocele and enterocele. Concomitant products included adapalene, ethinylestradiol;ferrous fumarate;norethisterone acetate (estrostep fe) and spironolactone. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient underwent endometrial ablation (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine prolapse (seriousness criterion medically significant), dyspareunia ("pain with intercourse"), ovarian cyst ("ovarian cysts") and adnexa uteri pain ("ovarian pain"). The patient was treated with ibuprofen and surgery (hysterectomy with bilateral salpingectomy and total laparoscopic hysterectomy/vaginal vault suspension\colporrhapy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, uterine prolapse, endometrial ablation, dyspareunia, ovarian cyst and adnexa uteri pain outcome was unknown. The reporter considered adnexa uteri pain, dyspareunia, endometrial ablation, medical device removal, ovarian cyst and uterine prolapse to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011, insertion details-r tubal ostia-4 coils and l tubal ostia-3 coils were visualized. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: surgical pathology final report - diagnosis: uterus, cervix, bilateral fallopian tubes, hysterectomy with bilateral salpingectomy: cervix· no significant histopathologic abnormality. Endometrium· focal residual inactive endometrium in a background of scarred endometrial bed suggestive of prior ablation. Myometrium· focal superficial adenomyosis and leiomyoma with sclerosis and calcification. Serosa· no significant histopathologic abnormality. Fallopian tubes· cystic walthard nests, bilateral, and paratubal cyst adjacent to right fallopian tube. Essure coils present within both fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine prolapse, endometrial ablation, dyspareunia, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.